Event description:
On (B)(6) 2009, the pt reported that there was an air bubble in the insulin cartridge of the infusion device. The insulin cartridge was changed the previous night. She stated that the insulin is allowed to reach room temperature prior to use. She was unsure when the adapter was last changed. She was advised to change the adapter with every 10th insulin cartridge change. The pt's assistant attempted to prime the air bubble from the system but was unable to do so. She stated that she will monitor the air bubble and prime it from the system when it reached the top of the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.